Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: device investigation did not reveal any device defect which is expected to have been present whilst implanted. As per the patient report, the active electrode lead was exposed in the mastoid cavity and during a cleaning procedure the active electrode array was inadvertently pulled out of cochlea. The device was explanted due to the risk of infection. The device works within specification during investigation. This is a final report.

Event description:
The patient had a prior radical mastoid cavity and the electrode lead was therefore tunnelled along the floor of the cavity. Post-operatively this came out of the tunnelling, another doctor thought he could clean it safely and inadvertently pulled on the electrode lead which pulled the electrode array part way out of the cochlea. Given that a large part was exposed to the air , it was explanted due to infection risk.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The device was explanted due to the electrode lead being exposed in the mastoid radical cavity and inadvertently removed by an outside md.